Event description:
Per pt, advised he is having some issues injecting at injection site. The needle seems too thick and dull not strong enough to inject. No missed dose or adverse event reported; unknown if available for return unknown if md aware. No further information provided. Needles used to infuse haegarda at above dose/frequency. Reported to cvs/caremark by: patient/caregiver.